Manufacturer narrative:
The pump and introducer were discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a patient presenting with acute myocardial infarction and cardiogenic shock for hemodynamic support with the impella cp device. During support, a retroperitoneal bleed was discovered and attributed to the insertion of the 14 fr oscor introducer. As a result, the patient was delivered approximately 4 to 5 units of blood over the course of 2 days.